Event description:
During endometrial ablation, boston scientific hta genesys system malfunctioned and signaled loss of fluid pushing hot fluid back from uterus into vagina which caused partial second degree burn to vagina and perineum/vulva. Physician had to press shutdown to flush with cool water in order to complete cycle. Patient required overnight admission for observation and treatment of vaginal and perineal burn.